Event description:
The customer reported that the act 5diff hematology analyzer gave erroneous cbc (complete blood count) results on the initial and rerun of one pt specimen. The test results were accompanied by instrument-generated messages flagging the operator to review test results. The erroneous test results were not reported out of the laboratory. A sample from the pt was sent to a reference lab for testing. The customer considered the results from the reference lab to be correct. The cbc results from the reference laboratory were reported out. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. On (B)(4) 2010, a field service engineer visited the site to perform maintenance on the instrument. He replaced reagent, diff and sample syringes, sample probe and rinse block. He aligned the probe and performed the latex checks. He replaced the hemoglobin reagent, and adjusted the count vacuum and all calibration factors. The root cause is attributed to the replaced parts and adjustments that were performed during the instrument servicing.